Event description:
Customer reported a decrease of fiber vaporization at 137,470 joules. The case was completed with a second fiber. The pt outcome was reported as good.

Manufacturer narrative:
The device was returned to the MFR and analyzed. The customers initial report indicated a decrease of fiber vaporization, which is not considered a reportable issue. The failure analysis disclosed that the fiber cap was charred and drilled through. The fiber cap condition would prevent proper fiber function: the cap condition would also result in a diffuse beam and or a forward firing condition, which has been identified as a potential risk and safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or technique and anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber. The product labeling states that tissue contact or tissue probing may cause fiber damage or breakage.